Manufacturer narrative:
Medtronic continues to investigate the reported problem.

Event description:
The device was used on a patient in cardiac arrest. The device delivered two shocks to the patient then reportedly shut off. Paramedics subsequently arrived and took over treatment of the patient. The patient was described as being "ok" now. The patient's physician told the reporter that the two shocks from the AED probably saved his life.